Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, secure lock, 225 cm. The reporter stated the centre of the b port became stuck and treatment could not be infused. The event occurred on (B)(6) 2026 during infusion. None noted other than centre of clave appeared stuck. No medical intervention provided. A saline was involved in the event. The product in clinical use at the time of event. There was patient involvement. No patient harm.

Manufacturer narrative:
Device was returned for investigation. It was reported that as received, no damage or anomalies noted. The set was attached to an ICU medical provided IV bag, primed per packaging directions and an infusion test on both ports was performed using an ICU plum pump. No alarms generated. The reported complaint of stickdown and no flow cannot be replicated or confirmed without the return of the used set. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.